Event description:
It was reported that the right atrial (ra) lead was exhibiting pacing inhibition due to noise over-sensing. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.